Manufacturer narrative:
Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime or a33 test, and a21 error test or verify unexpected battery power loss due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level and also insulin pump was not working. The customer¿s blood glucose level was 573 mg/dl at the time of the incident. Customer stated insulin pump had insulin pump error alarm. Customer stated they were able to clear the alarm and they were not able to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.